Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to shadow from the first clip and the reported difficulty grasping appears to be related to the poor image resolution. A cause for the reported slda cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat atrial functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw (40124r1101) was deployed on the mitral valve. To further reduce the mr, a second clip, a mitraclip xtw (40124r1100) was then inserted and deployed on the mitral valve, lateral to the first implanted clip. However, after the second clip was implanted, there was remaining mr jet medial to the first clip. To further reduce mr, a third clip, a mitraclip nt (31218r1007) was inserted and deployed on the mitral valve. The image was not satisfactory, as there was a lot of shadowing from the first clip. However, after deployment, the third clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). It was noted that the clips remained stable on the leaflets, and stability was provided from the previously implanted clips. The procedure was discontinued. The mr was reduced to 2. There was no clinically significant delay in the procedure or adverse patient effects.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.